Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 52 mg/dl as well as 50 mg/dl. Customer states that when she was 50 mg/dl she treated it with carbs and sugar and brought it up at 89mg/dl but insulin pump still showing her 60 mg/dl. After the calibration blood glucose was 82 mg/dl. Customer also mentioned that while on call she checked blood glucose it was indicating 52 mg/dl and she got reading of 57 mg/dl. Customer declined troubleshooting. Insulin pump will not be return for analysis.